Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the compression sleeve detached from inside the two-piece connector is confirmed and appears to be supplier related. The product returned for evaluation was the distal piece of the two-piece connector and a compression sleeve from inside the connector. Microscopic examination down the bore of the green distal connector housing revealed that the compression sleeve was not visible in the connector. The inner diameter of the green distal connector housing was measured at the distal and proximal ends and were found within specification. The green distal connector housing was split longitudinally by the investigator. The inner bore of the connector appeared free of damage and defects. The separated compression sleeve was measured by the investigator. The length, inner diameter, and wall thickness were within specification. However, the outer diameter for the tubing was undersized when compared to the specification. The out-of-tolerance dimension likely contributed to the reported event. The end-item manufacturing facility has been notified about this complaint. Bd is working closely with manufacturing and the supplier to prevent recurrence of the reported event. A lot history review (lhr) of redp2010 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that this child patient received treatment through a PICC placed on (B)(6). At night of (B)(6), a small amount of fluids were seen leaking from the proximal end of the catheter. Catheter fracture was suspected and the catheter was trimmed, the strain relief was replaced. During replacement, the accessory of the strain relief was found detached. Replaced the strain relief. No adverse consequence was caused. It was preliminary judged that the event was attributed to less rigid quality control in the manufacturing process.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3074 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that this child patient received treatment through a PICC placed on april 17. At night of october 31, a small amount of fluids were seen leaking from the proximal end of the catheter. Catheter fracture was suspected and the catheter was trimmed, the strain relief was replaced. During replacement, the accessory of the strain relief was found detached. Replaced the strain relief. No adverse consequence was caused. It was preliminary judged that the event was attributed to less rigid quality control in the manufacturing process.